Event description:
It was reported that therapy had never been effective. It was noted that coverage was not in the correct location. The system would be explanted because it did not provide good therapy and the patient would need mris in the future. A week later it was indicated the system was explanted as of the date of this report. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).